Manufacturer narrative:
(B)(6) hospital. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that there was a "detecting the iab catheter" alarm that was generated suddenly during intra-aortic balloon (iab) therapy and it was noted that there was blood back in the tubing. The physician pulled the iab immediately. A new iab was inserted to continue therapy. The indication for use was myocardial infarction. Therapy was successful for 5 days prior to the event. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was covering one third of the balloon membrane. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 0.8cm from the rear seal and measuring 0.03cm in length. The evaluation confirms the reported alarm, check iab catheter & leak, blood in tubing problem. The reported alarm, check iab catheter & blood in tubing problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by contact with calcified plaque in the aorta. A device and lot history record review evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that there was a "detecting the iab catheter" alarm that was generated suddenly during intra-aortic balloon (iab) therapy and it was noted that there was blood back in the tubing. The physician pulled the iab immediately. A new iab was inserted to continue therapy. The indication for use was myocardial infarction. Therapy was successful for 5 days prior to the event. There was no reported injury to the patient.